Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their pump and no delivery alarm. The customer states they have had issues with their sensor and blood glucose readings, and battery out limit alarm. The customer's blood glucose level at the time of incident was 170mg/dl. The customer states their sensor reading was 47mg/dl, and after treating they checked their levels and noticed they were in the 400mg/dl range. Troubleshoot was conducted. The customer was advised monitor the device and to call back if issues persist.